Manufacturer narrative:
Please reference initial report 1822565-2011-01147 which was reported under the incorrect manufacturing FDA number. Evaluation summary: the most likely cause for the fragment found within the lag screw is because of the sequence in which the internal cannulation and threads were machined. At the time this device was manufactured, the inner cannulation was machined and then the threads potentially allowing for the accumulation of debris within the cannulation. The process was changed in (B)(6) 2010 (prior to receiving any complaints) to where the threads are machined first and then the cannulation. The change in process should prevent any future accumulation of debris within the lag screw. In addition, after the inner features are machined, there are several washing and functional testing steps to verify that the inner cannulation is free from debris. Evaluation: the fragment was reviewed using eds analysis which exhibited a spectrum similar to that of tivanium alloy (the material the lag screw is manufactured from). Tivanium is an implantable material.

Event description:
It is reported that the surgeon couldn't set the lag screw on the correct position because the guide pin didn't go through the lag screw. When the surgeon poked the hole of the lag screw, a metal fragment came out from the lag screw. Surgery was completed with the product, after the surgeon removed the fragment from the lag screw.